Event description:
Customer reported experiencing a high blood glucose of 560 mg/dl. She stated that the blood glucose reading was 200 mg/dl before going to bed and that it had gone up during the night. Customer treated with manual injection. Customer stated that the drive support cap appeared normal and recessed. She found no air in the tubing and no leaks. Customer ran a manual prime and stated that insulin did exit the tubing. The settings in the insulin pump were all correct. Customer removed the infusion set and stated that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.